Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test was also performed and indicated no blockage in the lead lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was an attempted implant. During the procedure multiple adjustments were conducted in the atrial cavity; however, no cardiac signal was detected and there was no pacing response at a device output of 10.0 v. Impedances were noted to be normal. Due to the length of the procedure, it was decided to implant a single-chamber pacemaker system. No adverse patient effects were reported. The lead was received for analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this lead was an attempted implant. During the procedure multiple adjustments were conducted in the atrial cavity; however, no cardiac signal was detected and there was no pacing response at a device output of 10.0 v. Impedances were noted to be normal. Due to the length of the procedure, it was decided to implant a single-chamber pacemaker system. No adverse patient effects were reported. The lead is expected to be returned.